Event description:
It was reported that the numbers on the insulin pump scroll, without any input from the customer. It was also reported that the customer's insulin pump has moisture damage, and cracks to the battery compartment and upper right hand corner of the case near the display screen. Customer's blood glucose level at the time 155mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces and moisture damage on the lcd board. No button error alarm and no unexpected numbers ramping or scrolling noted. The insulin pump has cracked battery tube threads, cracked case at display window corner, cracked reservoir tube and minor scratched display window.